Event description:
The carer was trying to put the resident into the bath but could not bend their right leg into the bath. The carer positioned the resident in the air to turn them around and let them back down. While turning the lift, the base broke and the resident fell down to the floor. A broken leg was suspected but not confirmed to the reporter.